Manufacturer narrative:
(B)(4). Two photos received. Upon visual inspection of two photos, the following was observed: the first photo shows an echelon device with a blue reload loaded and an attached trocar from top view. The jaws and closing trigger can be seen closed. The device belongs to batch # t5ag3v. The second photo shows a device from jaws area with a blue reload loaded and the jaws closed. The reload appears to be fully fired, since drivers up could be observed. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 5/5/2020, batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during an unknown procedure, at the stitching stage, an echelon device (ec60a) with a blue cassette jammed on the esophagus of the patient. The device was removed along with the trocar, as the tool branches hadn't opened. There were no patient consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) 1.was the device locked on tissue with the jaws closed? - yes. 2. If yes, how was the device removed? ¿ surgeon put a clamp nearby, after that removed the device with tissue and closed the hole using sutures 3. Did the jaws eventually open? - no. 4. Is the current patient status known? ¿ the patient was stable after surgery and the recovery was taken as usual. 5. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) ¿ the patient was observed more closely, increased dose of antibiotics.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested, and the following was obtained: what was the exact surgical procedure? Esophagus diverticulum. How far did device fire? The fire was finished, but knife couldn¿t be returned no way. Were any clips used in the vicinity? No. How was the device eventually removed? Cut the tissue near device, the device wasn¿t opened, it was removed with tissue between the jaws and surrounding tissue what troubleshooting steps were taken to open device? The surgeon pressed the red button (return the knife) and tried to fire but nothing was happened. After that several times try to press grey button to open the jaws no results what is the surgeon¿s experience with device? Regularly use more than 3 times per week. Were any unusual sounds during closing or firing? No unusual sounds.